Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, non-sustained rv oversensing was observed. Review of the episodes found short vp-vs caused the oversensing. Programming changes were recommended. No patient symptoms were reported.